Event description:
Curlin pump -4000cms- was programmed to deliver cefazolin: dose- 90ml, period= 1:00hr, cycle= 8:00 hr, res vol= 630ml, conc= 20mg/dl, kvo- 2ml/hr, overfill= 90ml. The pump delivered the total volume of the cefazoline bag just when the last dose was to be infused. All fluid was infused, including overfill, early. Pump was prgrammed correctly and cefazolin bag was compounded correctly. Curlin to check the pumps as soon as possible.